Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7071007/7071007.

Event description:
It was reported that patient had persistent and worsening pain at ipg site and midline incision. The patient had trigger point injections with no relief. The patient underwent a revision procedure to have the ipg adjusted. The procedure went according to plan with no complications and the patient is doing great. The battery adjustment was deemed medically necessary due to patient's discomfort of current battery position.